Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the reported dislocation were not related to the design, manufacture, and/or sterilization of the implants.

Event description:
It was reported by (B)(4), an onkos sales representative, that a 42-year-old female patient with an eleos proximal femur replacement underwent revision surgery to address repeated dislocation and instability of the hip joint. The surgeon expressed an interest to revise only the non-onkos zimmer cup via email, prior to the revision, but ultimately replaced the proximal femur and the femoral head evidently remains implanted.